Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant and crown were placed in the mouth, primary stability was not achieved. Clinician reports patient had an infection. The site was grafted after the failed insertion. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant and crown were placed in the mouth, primary stability was not achieved. Clinician reports patient had an infection. The site was grafted after the failed insertion. There were no reported post-operative complications.